Event description:
The rptr stated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens and the haptic was bent. The lens was not implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Results - visual inspection of the returned product found one haptic bent. Conclusions - based on the complaint history and the eval of the returned product, possible root cause for lens problems include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in (B) (6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. (B) (4).